Event description:
In the course of an online primary market research the respondent stated the following: in performing off-pump CABG procedures (opcab), the following heartstring iii with aortic cutter 4.3mm (getinge) was personally used in the past 12 months. Rate level of agreement with the following statement as it relates to heartstring iii with aortic cutter 4.3mm (getinge). The heartstring iii seal provides adequate hemostasis needed to complete the proximal anastomosis. Comments: the hemostatic effect is unsatisfactory.

Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
In the course of an online primary market research the respondent stated the following: in performing off-pump CABG procedures (opcab), the following heartstring iii with aortic cutter 4.3mm hemostatic effect is unsatisfactory.

Manufacturer narrative:
(B)(4). Updated section: b4, g4, g7, h2, h6, h10, h11 corrected section: b1, b5, h1 a lot history review was not completed as there was no account reported or event date reported as this was part of a market research by a third party.